Event description:
It was reported to boston scientific corporation that a optiflex nitinol mini basket was used during a flexible ureteroscopy procedure performed on (B)(6) 2013. According to the complainant, the basket detached from the sheath. A laser was being used during the procedure that came in contact with the device which caused the optiflex basket to be detached. It has been reported that there was a stone present in the basket when it broke off. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a optiflex nitinol mini basket was used during a flexible ureteroscopy procedure performed on (B)(6) 2013. According to the complainant, the basket detached from the sheath. A laser was being used during the procedure that came in contact with the device which caused the optiflex basket to be detached. It has been reported that there was a stone present in the basket when it broke off. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A detailed device analysis was performed on the returned optiflex basket. The condition of the return unit was not consistent with the complaint incident that the basket was detached; the basket was present on the device. The introducer was on the proximal end of the sheath when received. When the thumbwheel was actuated, the basket would not open; the thumbwheel would not move freely. The pinch vise would turn freely, and the sheath would move; however, the basket was not visible to verify rotation. The sheath was kinked from the distal end of the strain relief; the kink was coincident with the distal end of the introducer. The basket and all of the basket wires were present and attached; the wires were all detached at the distal end. There is no evidence to indicate the basket was contacted by a laser. The basket pullwire was kinked from the distal end of the handle cannula. A review of the device history record (DHR) was performed and there were no non-conforming events or any deviations identified. Therefore the most probable root cause for this complaint is operational/physiological context. Based on this analysis, this event has been deemed to no longer be MDR-reportable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.